Event description:
It was reported that (1) device was used during a gallbladder resection. It was reported by the affiliate that the surgeon tried to clip the duct with an er320 instrument, the clip ejected. Surgeon tried to fire the device 5 times with the same results. There was no damage or bleeding. There was no consequence to the pt.